Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with error code 808:04 was confirmed but not reproduced during product evaluation. This condition was due to a defective pump head module (phm). The pump head module was replaced to fix the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 808:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.